Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for elecsys ft3 iii (ft3) on a cobas 8000 e 602 module (e602). The erroneous initial result was reported outside of the laboratory. The sample was initially tested on the customer's e602 analyzer, resulting as 4.60 pg/ml. The sample was repeated on the same analyzer, resulting as 2.20 pg/ml. The sample was provided for investigation where it was tested on a cobas 6000 e 601 module (e601) and a cobas e 411 immunoassay analyzer (e411). Refer to the attachment for all patient data. The patient was not adversely affected. The ft3 reagent lot number and expiration date were requested, but not provided. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested but not provided. A general reagent issue is not likely based upon the information provided. The most likely root causes relate to improper pre-analytic sample handling or bubbles/foam on the reagent surface.